Event description:
On 11/29/2006, nellcor puritan bennett received a report of a cuff leak on a 6dct tracheostomy tube. The caller reported the tube developed a leak after a week. The caller reported the tube was discarded. This report is associated to the second occurrence on MFR#2936999-2006-00912.

Manufacturer narrative:
Investigation of this complaint is currently in progress. The sample and lot number associated to this report are not available for evaluation.